Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that an error occurred and the image flickered when connecting the scope during inspection for use involving an olympus video system center. There was no patient harm reported.